Event description:
It was reported that the iab was prepped according to procedure. During the sheathed insertion, the balloon membrane prematurely unwrapped. The iab was exchanged. There were no reported pt complications.

Event description:
It was reporte that the iab was prepped according to procedure. During the sheathed insertion, the balloon membrane prematurely unwrapped. The iab was exchanged. There were no reported patient complications.